Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 31mm epic valve was chosen for implant. The valve was implanted in the tricuspid position. The physician mentioned the leaflets were injured when implanting a leadless pacemaker. On 05 february 2024, an echocardiography revealed severe mitral regurgitation (mr) due to leaflet tear. The 31mm epic valve was explanted and a new 31mm epic valve was implanted as replacement. The patient was reported as recovering.

Event description:
It was reported on (B)(6) 2022, a 31mm epic valve was chosen for implant. The valve was implanted in the tricuspid position. The physician mentioned the leaflets were injured when implanting a leadless pacemaker. On (B)(6) 2024, an echocardiography revealed severe tricuspid regurgitation due to leaflet tear. The 31mm epic valve was explanted and a new 31mm epic valve was implanted in the tricuspid position as replacement. The patient was reported as recovering.

Manufacturer narrative:
An event of explant due to tricuspid regurgitation was reported. The investigation found that there was fibrous thickening on all cusps and fibrous pannus ingrowth on the outflow surface. Fibrous pannus was also found on cusp 3 which presented with cusp retraction and incomplete coaptation. There was also focal outflow surface thrombus on cusp. There was a possible tear in the free edge of the stent post shared with cusp 1 which was tethered open by pannus. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. There was no acute inflammation or significant calcifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Please note that per the instructions for use, epic¿ valves are indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve.